Event description:
Complainant alleged that during inservice training by a zoll sales rep. The device had no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.